Event description:
The facility reported an infusion pump with a failure code 810:04 condition. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of calibration. Failure code 810:04 in the event history confirms the defective ail pcb. This failure code is manifested as a result of the ail pcb being out of calibration. The ail pcb was recalibrated.